Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was displaying inaccurately high readings compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013, at 7:30am. The patient reported using no diabetes medications to manage her diabetes. The patient reported at an unknown time she developed symptoms of ¿dizziness, nausea and headaches.¿ the patient reported on (B)(6) 2013, at 10am, a reading of ¿218mg/dl¿ was obtained on an emergency medical services (ems) meter and she was treated with insulin at a doctor¿s office. At the time of troubleshooting, the cca determined the meter was in the correct unit of measurement and the patient¿s test strips were in good condition. However, a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, she required treatment from a healthcare professional.